Manufacturer narrative:
Summary of eval: eval results suggest that the nail broke due to material fatigue.

Event description:
During the explantation of the nail, surgeon noticed the nail was broken. The pt did not experience any adverse consequences or an extension of anesthesia time.